Manufacturer narrative:
Additional device product code: hwc. Complainant part is not expected to be returned for manufacturer review/ investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the patient underwent surgery and the va proximal olecranon plate was placed. After some time, the three (3) proximal screws that go over the olecranon are almost in line with each other. According to surgeon, this weakens the bone such that the proximal part of the olecranon splits. There is no further information available. Concomitant devices reported: screw trauma (part # unknown, lot # unknown, quantity 3) this report is for one (1) 2.7mm/3.5mm va-lcp proximal olecranon pl 2h/lt/73mm-ster. This is report 2 of 4 for (B)(4). This pc is related to (B)(4).